Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g3,g4,g6,h1,h2,h3 and h6. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was inflated and pulled back; however, the device fell back and failed. There was no reported patient injury. The mynxgrip was used after a transfemoral catheter angiography (tfca) procedure. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The procedural sheath was on the shuttle cartridge tubing. The syringe was connected to the device with the stopcock close. The sealant and advancer tube were found to have remained in the outer cartridge tubing. Per functional analysis, the balloon of the returned device was inflated with water, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1928803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f1928803 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was inflated and pulled back; however, the device fell back and failed. There was no reported patient injury. The myngrip was used after a transfemoral catheter angiography (tfca) procedure. The device will be returned for evaluation.